Manufacturer narrative:
Follow-up report #01.

Manufacturer narrative:
The device was not returned, but photographs of the device were provided. It was confirmed that the distal end of the polycarbonate sheath around the microtip needle was damaged. It appeared the plastic end softened and deformed, possibly from temperatures and forces associated with contacting hard tissue with the device. We apologize for not filing this report earlier. We submitted a request on 08/16/2019 to cease reporting this issue under the "2-year rule" provision, in compliance with section 2.15 of FDA guidance "medical device reporting for manufacturers: guidance for industry and food and drug administration staff", dated november 8, 2016. We received a question regarding the request on 9/19/2019 and provided a response on 9/24/2019. We have not received any further questions, but are filing this report in case there may be additional questions or concerns with the request.

Event description:
During a procedure with the tenex health tx system, it was discovered that the distal end of plastic sheath that surrounds the needle was damaged. The procedure was completed with another microtip hand piece. There were no patient complications.